Event description:
The customer contacted stryker regarding repair of their device. During evaluation stryker observed that the device does not power on and that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device does not power on and that their device was showing all three icons (attention, charge-pak and service wrench). The customer will receive a replacement device.

Manufacturer narrative:
Device code grid of initial MDR indicates: failure to power up. Device code grid of initial MDR should indicate: failure to power up, power problem. The root cause of the reported issue could not be determined. The customer's device was archived by stryker.

Event description:
The customer contacted stryker regarding repair of their device. During evaluation stryker observed that the device does not power on and that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.